Event description:
Explant for pulmonary insufficiency. Pt at 5 weeks with medical history of pulmonary atresia and high pulmonary artery pressure s/p pulmonary valvotomy, and blalock-taussing shunt in first week. Underwent a right ventricular outflow tract procedure using a 12mm aortic homograft on 10/30/98. On 4/26/99, pt had valve explanted due to severe insufficiency and pulmonary hypertension. Homograft was replaced with a 14mm porcine valve. The site relates event to the homograft.